Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is over heating while charging. The patient also reported that the pdm's screen was frozen during the event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The returned device was evaluated and the user reported the pdm was overheating while charging and the screen was freezing. A battery was returned with the device. Initially, the pdm did not power on using the returned battery. The device was allowed to charge using the returned battery and the pdm powered on with no issues. The pdm was not observed to heat up while charging. Inspection of the log files found no signs of the device overheating. The log files show the device was operating within the temperature specifications. The lcd screen was observed to be damaged. The timing and cause of this damage is unknown. The damaged lcd screen did not impact the touch screen functionality of the screen. The screen was not observed to freeze during investigation.